Event description:
It was reported that a patient experienced a hallucination of bugs on the wall. The patient did not report the hallucinations to the hcp because they felt it was related to her existing condition of multiple sclerosis. The device system was used to deliver baclofen. No further information was available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).